Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false patient results for ion selective electrolyte (ise) which includes sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2), with low anion gap results on their dxc 600 dxci clinical chemistry analyzer. The customer repeated the sample on another analyzer and obtained results considered correct. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.